Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for increasing/high pacing impedance. The rv lead also exhibited variable pacing and short v-v intervals. On x-ray the rv lead did not appear not fully inserted into the implantable cardioverter defibrillator (ICD) header. A revision was performed, and the rv lead was reconnected. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.